Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they had telemetry devices not connecting properly for an area of over four floors. There was no patient injury or harm reported.